Event description:
The consumer reported that she had a postoperative refractive error (myopia). The consumer reported that she has to wear glasses. According to a letter from the surgeon, the postoperative result and the refraction result are influenced by the calculation of the lens refractory power, also by the characteristics of the eye; in this case the presence of a thicker posterior lens capsule, due to the type of cataract. Furthermore, the fibrosis of the posterior lens capsule, which has a tendency to contract and thicken additionally postoperatively can cause a refractive result. It was reported that the lens vaulted asymmetrically due to capsular fibrosis and yag was performed to treat capsular fibrosis.

Manufacturer narrative:
The lens remains implanted; therefore, it cannot be returned for evaluation. Device history record was reviewed and no nonconformities or anomalies related to this complaint were found. Based on the current info, a definitive root cause could not be determined. Based on the info available, the exact cause of the event could not be determined. However, it should be noted that according to the surgeon the pt had a thicker posterior capsule due to the type of cataract and developed fibrosis which could influence the postoperative refractive result.